Manufacturer narrative:
The MFR was unable to conduct an investigation of the returned device because it was reprocessed per procedure, as it was returned as a non-complaint lvad approximately 63 months prior to the MFR receiving the complaint info. A review of device history records showed no deviations from mfg or qa specifications. Due to the latent filing of the report, no conclusion can be drawn as to the root cause of this event. A supplemental report will be submitted when the MFR's investigation is completed. The (B)(4) was rec'd from (B)(6).

Event description:
The pt was supported by a right ventricular assist device (vad). The MFR rec'd (B)(4) from (B)(6) indicating that the pvad rvad was noted to have fibrin in the blood sac.

Manufacturer narrative:
Additional information: the patient reportedly did not have complications from the fibrin noted in the rvad. The manufacturer was unable to conduct an investigation of the returned device because it was reprocessed per procedure, as it was returned as a non-complaint vad approximately two months after the manufacturer received the complaint information. A review of device history records showed no deviations from manufacturing or qa specifications. No conclusion can be drawn as to the root cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: on 12/07/2014 additional information was received that the patient had received a heart transplant on (B)(6) 2008. He subsequently expired in (B)(6) 2009 due to uncontrolled seizures. It was reported that while on bivad support the patient did not have any complications from the reported fibrin noted in the rvad.